Event description:
It was reported that the lead was explanted and replaced due to lead fracture and insulation breach.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found normal electrical characteristics. External insulation abrasion was found on svc at 7cm to 7.25cm from the connector pin, consistent with that produced by friction with the ICD can. External insulation abrasions at 23cm to 24 and 23.3cm to 23.8cm from connector pin also noted, consistent with that produced by friction with another device.